Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device has battery problems. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Serial number not provided. The customer was shipped a new battery. The device remains at the customer site. No further action was taken, and none is warranted.